Manufacturer narrative:
As reported, the lateral end of the 3dmax light mesh was noted to tear during the implant. The surgeon state the tear may have presented while inserting through the port. There was no report of the mesh being torn out of the box. Based on the reported event and without having the physical sample to evaluate, no conclusions can be made. The most probable cause is inadvertent damage to mesh while deploying. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, surgeon noticed a tear on the lateral end of 3dmax light mesh while implanting. It was reported that surgeon completed the procedure with the torn mesh and ensured it was fixated appropriately. There was no reported patient injury.